Event description:
Center contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, the transmitter gave an intermittent out of range signal.at the time of contact with dexcom technical support, center did not report any medical intervention or injuries.